Event description:
During coil embolization of an anterior communicating artery aneurysm, the deltaplush cerectye microcoil would not detach. It was the third coil to be implanted, and the connecting cable worked on previous coils. They changed the cable and the box, but the coil still did not detach. They safely removed the coil and replaced with another. There was no serious injury or additional intervention required.

Manufacturer narrative:
(B)(6). Complaint conclusion: the device positioning unit (dpu) failed electrical testing. The most likely root cause of the coil¿s non-detachment was due to a fracture of the solder joint locating at the resistive heating coil. The circumstances of how and when this damage occurred cannot be determined. In addition, without the return of the complete detachment system used in the procedure; it cannot be determined to what extent; if any that these components contributed to the complaint event. Since there was no evidence of a manufacturing issue, no corrective action was taken.